Event description:
A report was received that the patient underwent battery replacement for an unknown reason.

Event description:
A report was received that the patient underwent battery replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that it was the physician's preference to switch out the battery. Device evaluation indicated that the ipg passed the performance and electrical tests performed. The ipg exhibited normal device characteristics.